Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "we have recently been having problems with edta tubes not pulling the correct amount when drawing blood with both a vacutainer and using a syringe. Lot number 0100261 expiration date: 8-31-2021 3ml edta was only drawing 2ml into the tube. Lot number 0258318 expiration date: 01-31-2022 3ml edta was drawing 2.5ml into the tube."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples of each lot from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underrfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0100261. Medical device expiration date: 2021-08-31. Device manufacture date: 2020-04-09. Medical device lot #: 0258318. Medical device expiration date: 2022-01-31. Device manufacture date: 2020-09-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "we have recently been having problems with edta tubes not pulling the correct amount when drawing blood with both a vacutainer and using a syringe. Lot number 0100261 exp. 8-31-2021 3ml edta was only drawing 2ml into the tube. Lot number 0258318 exp. 01-31-2022 3ml edta was drawing 2.5ml into the tube."